Manufacturer narrative:
One device was returned for analysis of complaint that pump does not recognize the cassette. Review of event log found medium alarm displayed: cassette partially unlatched. Review of service history found no relevant service within 12 months. Visual and functional testing was performed. Complaint was confirmed with event log and latch/lock test. Replaced the latch/lock sensor. Device passed testing post repair.

Event description:
It was reported that the pump does not recognize the cassette. There was no patient involvement and harm.